Manufacturer narrative:
H3 device evaluation - product was not received by the manufacturer, no evaluation was possible. Without lot identification device history review and lot specific complaint history was not possible. A new driver design was released (B)(6) 2017 in effort to provide a stronger tip. No further corrective actions are required.

Event description:
It was reported that during aprocedure performed on (B)(6) 2019, screws were removed and upon attempted insertion of a polyaxial pedicle screw assembly reform ha coated pedicle screw 8.5 x 50mm (sterile) (39-ph-8558-s) the tip of the reform polyaxial driver with mechanical lock broke. The screw was removed and replaced without significant delay.

Manufacturer narrative:
Patient information - unknown. Lot number - unknown. Occupation - other; sales representative. Device manufacture date - unknown (not lot number provided). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that during aprocedure performed on (B)(6) 2019, screws were removed and upon attempted insertion of a polyaxial pedicle screw assembly reform ha coated pedicle screw 8.5 x 50mm (sterile) (39-ph-8558-s) the tip of the reform polyaxial driver with mechanical lock broke. The screw was removed and replaced without significant delay.